Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the button and dial were difficult to operate on the bd micro-fine¿+ pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: before injection, the button was found to be sunk and the dial could not be set properly, while just spinning.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 14-apr-2022. H6: investigation summary one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. A functionality test and a clog test was carried out on the returned sample as per q-sop-183-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the button and dial were difficult to operate on the bd micro-fine¿+ pen needle. The following information was provided by the initial reporter, translated from japanese to english: before injection, the button was found to be sunk and the dial could not be set properly, while just spinning.